Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra mini meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2015 in the afternoon. The patient alleged obtaining an inaccurate erratic results of ¿367 and 288 mg/dl¿ with the subject meter. The patient manages his/her diabetes with insulin (self-adjuster). The patient confirmed that he/she took his/her normal dose of medication (including sliding scale) in response to the product issue on (B)(6) 2015. The patient denied developing symptoms as a result of the issue; however, reported having a blood glucose test performed by a hcp at the hospital. When the patient was asked if the result was below 40mg/dl or above 500mg/dl, the patient answered the result was above 500mg/dl, the patient did not recall the result. The patient did not receive any other treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure; the correct approved sample was used. The cca also asked the patient to confirm their testing steps, the patients testing steps were incorrect the patient was wiping the first drop of blood away and using a second drop of blood for the test. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly obtained a blood glucose result over 500mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/13/2015). The patient¿s meter and test strips have been returned on 2/27/2015 and evaluated by lifescan product analysis on 3/4/2015 and 3/6/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.